Event description:
It was reported that during a remote follow up, a single out of range impedance measurement was noted. The patient was brought into the clinic and the impedance measurements were stable and within range. However, there were several inappropriate mode switch events due to minute ventilation (mv) oversensing. The physician elected to program the mv sensor off to resolve the event. Because the impedances were in range, the physician elected to continue with normal follow ups. No information regarding the lead involved is available. The patient was stable with no adverse consequences.